Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failed iui connector test. A review of the device history record showed the device had a manufacture date of 30nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for iui connector test . No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for iui connector test. No additional information was provided. There was no patient involvement.